Event description:
According to the reporter, during an open reduction and internal fixation (orif) zygomaxillary fracture, the surgeon was suturing the patient's face when the needle broke off and became stuck in the patient. The surgeon used an x-ray so the needle could be located, and the needle was removed via an open approach with the assistance of fluoroscopy. Anesthesia time was extended for one to one and a half hours longer than necessary and added incisions to acquire the needle.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open reduction and internal fixation (orif) zygomaxillary fracture, the surgeon was suturing the patient's face when the needle broke off and became stuck in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.